Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 due to a low blood glucose level. Customer's blood glucose level ranged from 16 mg/dl to 18 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Some air bubbles were in the reservoir. The customer also experienced a high blood glucose level of 376 mg/dl and treated with the insulin pump. The device was not returned.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08710 inches. Device received with minor scratched display window and case. The initial report and or supplemental report had the incorrect aware date. The correct aware date is february 3, 2017. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to 0178.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4). 2017.

Manufacturer narrative:
This supplemental report was submitted in error. Please disregard. For analysis notes, please see report number 3004209178-2017-54723, follow up number 3.